Manufacturer narrative:
The facility did not request service. No sample was returned. Root cause is unknown. (B)(4).

Event description:
A surgeon reported that during a repair of a macular hole, during air exchange, the system would not hold pressure and the eye went soft for about 30-45 seconds. He increased the pressure and the eye regained shape. The same system was used to complete the case. The surgeon reports that the patient is fine.